Event description:
The customer observed smoke when plugging in the scc when using the architect (B)(4) analyzer. There was no damage to the instrument and no injuries occurred

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.